Event description:
An authorized service ctr for the MFR (mckinley medical) reported a complaint recieved from a user facility. The user faciltiy returned an electromechanical ambulatory infusion pump, stating that it had condition of over delivery. The degree of over delivery was not provided by the user facility. There is no report of pt injury.